Event description:
Kimberly-clark received a report from (B)(6) stating the foam part is not staying on the plastic stick. During use, the foam part disconnected and almost entered the patient's throat. According to the complainant, the foam is hard and breaks easily. According to the complainant, it does not suck up oral fluids properly in the patient's mouth.

Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.